Event description:
User alleges several reports of the cuff leaking within hours after insertion. Tracheostomy tubes, for this home pt, are changed by a trained family member or physician's assistant every thirty days and are cleaned one time a day at the stoma per instructions for use. No injury reported.